Event description:
It was reported that the color monitor on the 2800 sys is very "blurry". There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The cabling from the endo cart was not connected properly. The proper connections were made. The sys was tested and found to be working as intended and placed back into service.